Manufacturer narrative:
No pt involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that during priming, the screen of the s5 roller pump could not be adjusted. There was no pt involvement. The investigation is on-going. A follow up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that during priming, the screen of the s5 roller pump could not be adjusted. There was no pt involvement.